Manufacturer narrative:
The insulin pump passed the functional testings including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor, and no delivery tests. The no delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. There was no cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that her last blood glucose was 226 mg/dl. Customer stated she will be meeting with her trainer tomorrow. Customer stated that she is on her back-up plan of manual shots. Customer stated that the issues with the high blood glucose did not start until she changed her set. In a previous call, the customer reported having issues with air bubbles after changing her set out after dinner. Customer had small ketones and her blood glucose was 302 mg/dl at the time of the incident. Customer's current blood glucose was 386 mg/dl. Customer stated that she had a back-up plan of insulin pens. Customer stated that the cannula was straight. Customer performed the high pressure test and failed. The test was repeated but the test still failed. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to a back-up plan and discontinue use of the pump. Customer's blood glucose was now 442 mg/dl.